Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a fresenius 2008k hemodialysis (hd) machine had melted fuses. The melted fuses were found during machine repair for the original issue of the machine not powering on. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. A fresenius (B)(4) technician reportedly replaced the melted fuses, cleaned the electronic board, and replaced a damaged blood pressure module to resolve all issues and return the machine to service. It was confirmed that no parts were available for return to the manufacturer. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An on-site evaluation was performed by a fresenius mexico technician. The technician reportedly replaced the melted fuses, cleaned an unspecified electronic board, and replaced a damaged blood pressure module to resolve the issues and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.